Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity and reduced cardiopulmonary reserve. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 02/19/2022. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. Additionally, the device was corrected. The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected. Section in box h6, h8, h9 has been updated/corrected.